Manufacturer narrative:
(B)(4). After firing was the adjusting knob turned ½ to ¾ revolution? Yes. What was the appearance of the donuts? Yes. Were all tissue layers present in the donuts? Yes. What confirmation was received that the device was fully fired? Tactile feedback. What was the condition of the tissue? No information. Were there staples seen in the staple line? Yes. Who fired the device? Fellow. Who removed the device? Fellow. Was the safety reset prior to removal? No. Was the person who used the device trained? Yes.

Event description:
It was reported that during an unknown laparoscopic procedure, the surgeon fired the device but the tissue did not completely cut. When the surgeon pulled out the device, he found that there was resistance and finally tissue was torn. After surgery, it was confirmed that washer was broken completely. The case was completed using a competitor device.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The instruction for use provide detail instructions for device removal. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.